Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Broken/damaged case front- damaged/cracked, case rear- damaged/cracked, iui- corrosion and logic board- resistor failure there was no patient involvement. 04/17/2018 14:03:19 rfc_repairs (rfc_repairs) po for $601. Po # 43444 is just a reference po, will provide actual po when I receive it from purchasing. Units need to be updated t o 9.33 before shipping back. 04/24/2018 14:41:59 (B)(6). Note to tech: please submit an estimate for this unit for customer approval. 04/30/2018 12:20:57 (B)(6). Est mjr 05/16/2018 08:27:00 (B)(6). Waiting on (B)(6) regarding a decision on this unit. Per maria, she previously stated that their hospital is looking into their lease agreement for units. Emailed maria for a follow up. 06/08/2018 07:15:20 (B)(6) emailed maria gurule at (B)(6) to follow up regarding the approval for the repair on this unit. Notified maria that we need a decision as soon as possible, otherwise the unit will be returned back un-repaired. 06/12/2018 12:51:27 (B)(6). Updated from mnr to mjr for the major repair needed per clelia flores, service tech. Repair approved by (B)(6) at (B)(6)for $601. New po# is 131473011-0-svc. 06/13/2018 08:56:37 (B)(6). Note to tech: per (B)(6) please do not flash the unit to 9.33. Please keep the current software version on their unit since the software upgrade has been put on hold at their hospital. 06/14/2018 07:11:18 (B)(6). .1z9791540272217749.